Event description:
A customer reported to baxter corporate product surveillance (cps) a buretrol solution set in which a leak was observed. According the report, the nurse went into a patient's room to check the intravenous line. The mother of the patient informed the nurse that she observed a leak in the line. The nurse wiped the area where solution was observed, and confirmed the set was leaking. The leak was observed at the bonded junction of the tubing and the luer closest to the patient. The nurse stated that when she removed the set, the tubing completely separated from the luer. The patient involved was (B)(6). There were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the tubing was separated from the luer activated device. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time.

Manufacturer narrative:
(B)(4).